Event description:
Boston scientific crm received information that this left ventricular (lv) pacing lead had dislodged and was exhibiting loss of capture. A revision procedure was performed and the lead was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted dried blood or body fluid in the lumen of the lead. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture and dislodgement.